Event description:
It was reported that the patient presented for in clinic follow-up. Device interrogation revealed anti-tachycardia pacing (atp) and shocks delivered by the implantable cardioverter defibrillator (ICD). The electrograms (egms) for these episodes were missing on the device, however, the physician suspected that the therapy was inappropriately delivered for atrial fibrillation with rapid ventricular rate. No consequences or intervention was reported. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that there were no patient consequences noted before, during, or after the procedure.

Manufacturer narrative:
The reported events of shock issues, inappropriate anti-tachycardia pacing (atp), incorrect interpretation of signal, and electrogram (egm) missing were not confirmed. The device was received at elective-replacement level, with normal output and telemetry communication. Device image analysis showed the device was programmed to high storage priority for both automatic mode switch (ams) and fib trigger types. Newer stored electrograms (segm) triggers overwrite older segm data, consistent with intended firmware behavior and design specifications. Electrical and mechanical tests performed including capacitor maintenance, sensing threshold evaluation, and output verification did not identify any functional issues. Longevity assessment indicated an implant duration of 7.12 years, exceeding projected longevity and consistent with expected battery life.

Event description:
New information received indicated that the physician explanted and replaced the ICD.